Event description:
There was a spline inversion of the ablation catheter while in use. The catheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).